Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 7 drawer 3.2 had half height cubies in row b not detected on the bus, affecting cubies b1, b2, b3, b5, and b6. The customer tried to reboot, but the issue persisted. The customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 16164433 was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the auxiliary 7 drawer 3.2 had half height cubies in row b not detected on the bus. The field service engineer ejected all cubie pockets in auxiliary drawer 3.2, disconnected, cleared debris, inspected the pyxis bus cable, shutdown, reconnected and reseated the tray and pockets to resolve the issue, rebooted station and confirmed all pockets detected on bus. Customer inventoried drawer to ensure accessibility. The system functioned as intended after the field service engineer repaired the device.